Manufacturer narrative:
Block e1: this event was reported by the boston scientific corporation (bsc) sales representative. The healthcare facility is: (B)(6). Block g4: the remaining premarket/510(k) number is k946358; reported here as premarket/510(k) number exceeded the character limit for the designated field. Block h2 (additional information): block b5 (describe event or problem) has been updated. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a stonetome was used during a procedure performed on (B)(6) 2025. During the procedure, the blade (cutting wire) was broken. The procedure was completed with another stonetome. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. ***additional information received on february 21, 2025*** it was reported that no part of the cutting wire detached and fell into the patient. It was reported that the type of procedure performed was endoscopic sphincterotomy (est) and the anatomy location was papilla of vater.

Event description:
It was reported to boston scientific corporation that a stonetome was used during a procedure performed on (B)(6) 2025. During the procedure, the blade (cutting wire) was broken. The procedure was completed with another stonetome. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the boston scientific corporation (bsc) sales representative. The healthcare facility is: (B)(6). Phone number: (B)(6) fax number: (B)(6) block g4: the remaining premarket/510(k) number is k946358; reported here as premarket/510(k) number exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.